Manufacturer narrative:
The issue was resolved by correcting the connector connection and replacing the d-sub pin sets. The system meets the specification for the performed service and is returned to use. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).

Event description:
It was reported to philips that foot pedal is not working. The clinical use of the system was in use.there was no harm reported to philips.